Manufacturer narrative:
Device was used for treatment, not diagnosis. It was initially reported that a sagittal saw attachment device was being used with the electric pen drive at the time of the event. Subsequent follow-up with the customer determined that a reciprocating saw attachment device was being use with the electric pen drive device. Therefore, the correct concomitant device was a reciprocating saw attachment. Additional event information: subsequent follow-up with the customer, additional information was received. It was reported that the patient was undergoing bimaxillary surgery. It was reported that during operation, the patient sustained a burn to her lower lip while the electric pen drive device was being used. It was reported that the electric pen drive device had overheated; however, since the surgeon was wearing double gloves, the surgeon did not feel the electric pen heated up. It was reported that the shaft of the electric pen touched the patient's lower lip and as a consequence of the electric pen heating up, burned the patient's lip. It was reported that the patient experienced localized swelling and blistering which was treated with ice. It was reported that for two months on, the patient had an area on the lower lip that had scarred up; and is now white (rather than pink). It was reported that the scar did not spill beyond the skin. According to the surgeon, this scar looks permanent. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during a bimax (bimaxillary) surgical procedure, it was observed that the sagittal saw attachment device and the electric pen drive device heated up while in use together burning the patient¿s lip. The reporter was unsure as to which device heated up and caused the burn. It was reported that the procedure was stopped; and first aid was immediately applied on the patient. As a result, there was a twenty minute delay in the surgical procedure. A spare device was available for use to complete the surgery. There was patient involvement reported. It was not reported if there was prolonged hospitalization. The patient's status post-surgery was not reported; however, it was reported that the patient currently has a blister/burn on the lip. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the patient did not have a scar which spilled onto their skin; however, there was an area on the patient¿s lower lip that had scarred up and was now white rather than pink. According to the reporter, it was the surgeon¿s opinion that the scarring would be permanent, and therefore, was not an ideal outcome for the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed all tests and inspection criteria except for general condition, which failed due to the motor shaft running roughly because of faulty ball bearings. It was observed that the contacts of the electronic control unit (ecu) were oxidized and white tracks of liquid residues were found on the motor. It was further determined that the heat development was not confirmed on the electric pen drive device, but was created by the sagittal saw attachment device during operation. It was further determined that based on the condition the electric pen drive device was received in, it was observed that the device was not lubricated properly after each use by using the maintenance station or spray as recommended in the manufacturer¿s manual. The assignable root causes were determined to be due to normal wear and improper reprocessing, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 4/10/2012. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.